Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H10: livanova deutschland manufactures the sorin s5 system. The incident occurred in united states. According to information, the graphic error would not allow it to start cardioplegia: the issue affected both the pump and the display. Therefore both were replaced. Then thoroughlly functionally tested and now system is working properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, an error was displayed by the cardioplegia pump and could not run. There is no report of any patient injury.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported before, neither concerning trend has been identified. Taking into account the result of service activity and the manufacturing date of the unit, it cannot be ruled out that the root cause of the event was an early electrical failure of replaced components. No specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.